Manufacturer narrative:
B5: the lens was removed and replaced with a shorter lens on (B)(6) 2023. The problem was resolved. The eye is fine and the patient is happy. Claim # (B)(4).

Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -09.50 diopter, into the patients right eye (od) on (B)(6) 2022. The lens was reported as excessive vaulting and elevated intraocular pressure (iop). The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.